Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a kink on the catheter occurred. It was reported the catheter broke as a kink formed during the mapping case of the procedure. This initially reported issue is not MDR reportable. On 08/27/2018, the biosense webster inc. (Bwi) failure analysis lab received the complaint device for evaluation. Initial visual analysis identified a twist in the part of shaft at approx 7.4 cm from distal tip. The internal braid is showing, however no other internal parts exposed. This issue of internal component (the braid) being exposed has been assessed as an MDR reportable malfunction. As such, the awareness date for this reportable malfunction has been determined to be 08/27/2018.

Manufacturer narrative:
On 9/20/2018, the product evaluation was completed. On 9/25/2018, additional information about the event was received. It was confirmed that during mapping phase, the thermocool® smart touch® sf uni-directional navigation catheter became kinked. There was no resistance or difficulty during catheter insertion or removal. There were no exposed wires or lifted/sharp rings observed. It was noted that the catheter was not pre-shaped. There were no patient consequences. Product evaluation details: the device was inspected and the tip was found twisted with exposed braid. Then, the catheter outer diameter was measured and it was found within specification. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damaged tip cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).